Event description:
(B)(6) reported the following event to hip product development mgr from stryker bg: on the 30th sept 2008. A pain appeared in (B)(6) 2009 after a fall down of the pt. No improvement since then. The pt had a revision on the (B)(6) 2010.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.